Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that the vascular stent began to prematurely deploy while the delivery system was being advanced through the 6f introducer sheath. During withdrawal from the guidewire, resistance was encountered. Additional force was applied to remove the delivery system from the wire, and the system broke apart. The physician was able to remove the separated portions from the guidewire by applying considerable force. Angioplasty was then performed without incident. No report of injury to the patient.